Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the cause of the volume discrepancy was not determined. They would see if the volume discrepancy was resolved at the patient¿s next refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen). It was reported that the patient had a refill of his pump and, during the refill, it was expected that 7.1ml would be removed but they actually pulled out 13ml of drug. The patient was not having any symptoms and seemed to be doing well with their therapy. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The rep was not aware of any troubleshooting that had taken place. There were no interventions/actions taken to resolve the issue other than a refill. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved. The patient's medical history included spasticity. The hcp had no further information regarding this event.